Event description:
During a pta treatment procedure, after the third inflation the symmetry small vessel balloon could not be rewrapped properly. The pt was asymptomatic during this event. The lesion being treated was calcified, 90% stenotic lesion in the left antebrachium arteriovenous fistula. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.